Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "patient has been diagnosed with bia-alcl".

Event description:
Patient representative reported left side ¿chronic pain,¿ ¿itching,¿ ¿swelling,¿ ¿heat sensation,¿ ¿anxiety¿ ¿explant surgery due to fear of developing alcl, to reduce the risk of alcl¿ ¿mental anguish and fear of developing alcl,¿ ¿patient has been diagnosed with bia-alcl.¿ patient representative additionally reported ¿chronic insomnia, significant weight gain,¿ ¿chronic gastrointestinal reflux¿ ¿disfigurement,¿ and ¿chronic headaches¿ not related to the device. Pathological markers confirming alcl have not been received. The device has been explanted and replaced.